Manufacturer narrative:
As the reporter's contact information was not included in the report and follow-up from the agency noted the agency is unable to share any information regarding the reporter due to data breach concerns no follow-up investigation, request for additional information was able to be performed. Production information for serial number: (B)(4) of the test cassette was checked and the lot number of the finished good was identified. According to the event description that the test result was negative, a "splurge blob that hadn't faded" was present, and it was assumed this made the report look positive, this first issue found in the past two years. The test cassette is made in the cleanroom environment, and final inspections are performed. Review of the production and inspection records were performed, and there was no similar issue found during production. Considering the information at hand, the following are potential causes of the reported event: contaminated test cassette, improper operation or an issue with the uploaded photos, which can lead to misjudgment in the report system. Information is limited and further information is required to determine an actual cause. Without return of the product, an image, or complete complaint details no further investigation can be performed. The cause of the reported event, ambiguous result, could not be determined. The reported event could not be confirmed.

Event description:
A report from the agency was received and noted the following: the test result was negative. A "splurge blob that hadn't faded" was present, and it was assumed this made the report look positive. There was no report of clinical symptoms, change in symptoms, and/or adverse event. No further complaint details or product-specific information was provided.